Event description:
It is reported that the pt received an acetabular cup. It is unk whether the pt is monitored or a revision was performed.

Manufacturer narrative:
This case was reopened on december 04, 2015 to enter additional information which had been received on november 30, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on an unknown side on (B)(6) 2007. The patient was revised on (B)(6) 2013 due to pain, weakness in hips and other areas.

Manufacturer narrative:
This case was reopened on july 05, 2016 to enter additional information which was received on june 29, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component 50/44 j on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2013 due to pain, metallosis and loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).